Event description:
On (B)(6) 2013 reporting ongoing issues with low blood glucose events requiring hospitalization on one occasion. The reporter indicated having 3 incidences of low blood glucose levels, each time the reporter indicated being taken to the hospital and being released except the last event which required admission. The reporter stated that at the time, it was believed that the reporter was having mini strokes however the health care provider indicated that severe reactions with insulin could cause stroke-like symptoms. The reporter indicated having disorientation, not being aware of surroundings, and stroke like symptoms with the low blood glucose levels. The reporter indicated that the carbohydrate counting appeared to be correct and indicated that boluses were given after meals due to having previous issues with being interrupted during meals. The pump was reviewed with the reporter and indicated that there were no alarms related to the issue, the bolus history appeared correct however indicated some boluses were taken as little as one hour apart, the basal histories appeared correct, and the total daily dose history correctly reflected the basal and bolus totals. The pump prime history was found to have 2 large prime volumes however the reporter indicated being unsure of the reason for the large prime volumes; the reporter indicated being in the hospital at the time of the large primes. The reporter was advised that there was nothing to indicate a malfunction of the pump or supplies related to the event and the reporter was advised to discuss the event with a health care provider. This report is made based on the allegation that the patient was hospitalized with hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.